Event description:
Additional information was received from a consumer regarding an implantable neurostimulator(ins) for the treatment of spinal pain. The patient stated that she had a difficult time contacting the representative and the doctor about the por. Eventually the por was cleared and the patient got coverage back and is doing well. The patient had an appointment with the physician on (B)(6).

Event description:
Information received from a patient reported that their therapy had stopped due to a power on reset (por). The patient reported that the por warning message was displayed a day prior to the date of this report. The patient stated that they needed to get their therapy working again. It was reported that the patient couldn¿t sleep because the pain was coming and going since about a week prior to the date of this report. The patient reported that sometimes it would be ¿straight pain.¿ the patient was redirected to their healthcare provider (hcp) for assistance and to have their device interrogated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.